Manufacturer narrative:
The laboratory suspects that the discordant results are due to interference with the pt's medications. A siemens' representative reviewed the calibrations and the qc. No issues were identified. The instrument is performing within specifications. No further eval of the device is required. 510(k) # for troponin: k053020. Additional expiration date: 12/25/2010.

Event description:
Negative advia centaur ckmb and troponin ultra results were obtained on a pt sample and reported. A technician on the day shift noticed that this pt had a high total ck and the other cardiac markers were low. The same pt sample was retested and the results were positive. A corrected report was issued. Pt treatment was not prescribed or altered due to the discordant ckmb and troponin ultra results. The customer reported that the pt passed away on (B)(6) 2010. The customer stressed that the pt's death was not due to any incorrectly reported results. The customer stated that the pt was on multiple drugs and was extremely ill.